Event description:
It was reported that the home patient (hp) had a system error 2267 (air and fluid in line) on the homechoice (hc) device during dwell six of seven of peritoneal dialysis (pd) therapy, while the hp was connected. The hp stated that they noticed the bag was leaking and wet, with moisture on the tubing coming from the cassette, when the alarm occurred. The technical service representative (tsr) reviewed proper procedures, per the user manual, with the hp. The hp completed therapy using manual exchange. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). During troubleshooting, the patient stated that there was a loose connection between the bag and the set. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection is a known cause of air being introduced into the set up. Should additional relevant information become available, a follow-up report will be submitted.